Event description:
It was reported that this right ventricular (rv) lead was explanted due to a possible micro-dislodgement, as the r waves showed low amplitude and no capture, and x-ray did not evidence the dislodgement. No additional adverse patient effects were reported.